Manufacturer narrative:
Baxter received and evaluated the device. The reported blank screen was not verified or reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation observed and found only the keypad screen/ overlay was damaged and did not affect the pump display, and the pump display was found to operate within specification. No action was required for the pump display and the keypad was replaced because of the damaged keypad screen/overlay. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required for the reported blank screen. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen. There was no patient involvement. No additional information is available.